Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. Customer cleared alarms and resumed insulin therapy. Customer's blood glucose was 123 mg/dl. As altitude alarms occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of alarm.